Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is overheating. It was also reported that the pdm is draining quickly.

Manufacturer narrative:
The user reported the pdm is overheating and is not holding charge. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The device was allowed to charge using the returned battery and powered on with no issues. Inspection of the log files show no evidence of the device overheating. The log files show the device was operating within the temperature specifications. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 97% to 36% in approximately 1.5 hours. At this discharge rate the battery would not hold a full charge for 48 hours under typical patient use per the design specifications. No damages or defects were observed to the battery or to the battery compartment. Investigation confirms the reported event of the device not holding charge, but the exact cause of the battery unable to hold charge could not be conclusively determined.